Event description:
Reporter reports receiving a high blood glucose result of 451 mg/dl with low blood glucose symptoms while using the advantage system. Customer's symptoms did not match results. Reporter reports calling paramedics due to customer having almost bottomed out and wasn't very alert. Customer was treated by paramedics with an IV of glucose and taken to the hospital. Reporter was using expired strips. No controls were run. Device malfunction potentially delayed treatment. A request was made for return of the suspect product and a replacement was sent.